Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: there was no evidence of call service 069-0000 alarms observed in the black box or alarm history; one cs -088- 85b3 was observed. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Investigators removed the pump cover and internal moisture was observed on the pcb and internal components. Unable to confirm or duplicate the cs-069 complaint. The keypad is fully intact. All keys are intermittently responding to user presses. Removed the keypad cover; contamination found under all the key contacts. The battery compartment is cracked between the bumper pad and the cover and from the threads to the bumper pad. Returned battery cap able to attach to the pump and was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.